Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 08/26/2015. The fse checked the results recovered from the instrument; lubricated the traverse assembly and resolved the event by replacing the sampling syringe. (B)(6). Patient weight was not provided by the customer.

Event description:
The customer reported that erratic complete blood count (cbc) results were obtained from a coulter ac t 5diff cap pierce (cp) hematology analyzer on two (2) different patient samples run on different days, compared to rerun results obtained on the same instrument, which were considered correct. The customer reran the questionable results for verification, as the initial results recovered from the instrument did not correlate with the clinical history of either patient. Quality controls (qc) run prior to the event were passing. Erroneous patient results were not reported out of the laboratory and there was no change or affect to patient treatment in connection to the event. This report refers to the event that occurred on the date of event (patient #2). Refer to MDR 1061932-2015-01451 for the report of event that took place (B)(6) 2015.